Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed down. The procedure was completed by switching to manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow slowed or stopped and the indicator window turned solid black. When attempting to depress the button, there was significant resistance, and it could not be pressed at all. At that time, the indicator window was solid black and showed no red color during retraction. The device was not attempted to be deployed outside the patient. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis short sheath was used. Suitability of the femoral artery was verified by angiography including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There were no visible calcium or plaque, no nearby stent, no significant stenosis, and no prior closures or access site complications. The operator was trained in the device. It was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage before use. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was not locked. The plug was found in the manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. First since the guard was not locked, and an attempt to lock the guard was performed, achieving a successful lock. Then a deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18407197 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed down. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed down. The procedure was completed by switching to manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow slowed or stopped and the indicator window turned solid black. When attempting to depress the button, there was significant resistance, and it could not be pressed at all. At that time, the indicator window was solid black and showed no red color during retraction. The device was not attempted to be deployed outside the patient. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis short sheath was used. Suitability of the femoral artery was verified by angiography including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There were no visible calcium or plaque, no nearby stent, no significant stenosis, and no prior closures or access site complications. The operator was trained in the device. It was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage before use. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed down. The procedure was completed by switching to manual compression. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow slowed or stopped and the indicator window turned solid black. When attempting to depress the button, there was significant resistance, and it could not be pressed at all. At that time, the indicator window was solid black and showed no red color during retraction. The device was not attempted to be deployed outside the patient. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis short sheath was used. Suitability of the femoral artery was verified by angiography including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There were no visible calcium or plaque, no nearby stent, no significant stenosis, and no prior closures or access site complications. The operator was trained in the device. It was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage before use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18407197 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.